Manufacturer narrative:
(B)(4).

Event description:
It was reported the (device) overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported

Manufacturer narrative:
Device investigation narrative - one 560p ccu part number 72201919 was received on november 17, 2016 and confirmed to be serial number (B)(4). Complaint of overheating was confirmed. Cause of overheating is a defective analog output (fan) pcb. The defective fan pcb will not activate the cooling fans. Ccu did not overheat and passed functional testing with known good fan pcb installed. Product was distributed to customer new on may 23, 2012. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since unit is 4 years old.